Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. A cine review was completed and stated: "one fluoro/echo movie was provided. The right atrial disc appears to be of a bulbous shape prior to release. No images of the released occluder were provided. More imaging would need to be provided to determine if the shape remained after occluder release from the delivery cable." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f talisman delivery system for aneurysmal septum pf0 closure. Routine preparation was performed according to the instructions for use (IFU), utilizing the stretch technique. During the initial loading into the loader, the right atrial (ra) disc appeared bulbous. The device was flattened by manipulating the ra and left atrial (la) discs together and subsequently reloaded. Upon deployment, a slight bulbous appearance remained on the ra disc. A tug test appeared to improve this condition slightly. The device was allowed to settle for 1¿2 minutes, after which the tug test was repeated. The device was then checked in all views and released. The device stayed in the desired shape after deployment and there was no deformation in the device while deploying in the patient's anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.